Manufacturer narrative:
Results: the pod8 was detached from the pusher assembly and the pull wire was retracted of its distal detachment tip (ddt). The pet lock on the proximal end of the pusher assembly showed signs of being compressed and retracted. The pod8¿s pusher assembly had kinks approximately 5.5 cm and 82.0 cm from the hub. The pod8 was detached from its pusher assembly and, therefore, the pod8 could not be functionally tested. Conclusions: evaluation of the returned pod8 revealed that the pull wire was retracted from the ddt and the embolization coil was detached. Further evaluation of the pet lock revealed it was compressed on the proximal end of the pusher assembly. If the device is forcefully handled during removal from the packaging hoop, damage such as this may occur. If the pet lock is compressed or broken during handling, it may allow the pull wire to retract from the ddt. Further evaluation of the returned pod8 also revealed that the pusher assembly was kinked. These kinks were likely incidental and may have occurred while packaging the device for return to penumbra. Penumbra coils are visually inspected during in-process inspection and during quality inspection after manufacturing. The manufacturing records for this lot were reviewed and did not reveal any outstanding discrepancies, design, or quality concerns.

Event description:
The patient was undergoing a coil embolization procedure using a pod8. During the procedure, the hospital staff removed a pod8 from its packaging hoop and advanced the coil out of its introducer sheath outside of the patient. The physician then noticed that the pod8 had detached within the packaging hoop. The damage to the pod8 was found prior to use and, therefore, the pod8 was not used in the procedure. The procedure was completed using a new pod8.